Manufacturer narrative:
One opened probe was received with a tip protector in a tray for the report of broken tip of cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and was found non-conforming with the tip of the probe needle broken at the port. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Damage was observed on the cutting edges of the inner cutter. No wear marks were observed at the bend area. Gouge marks were observed at several locations along the inner cutter. The complaint evaluation confirmed that the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. An internal investigation has been initiated to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a probe cutter was damaged (tip broke) during a procedure. The tip was removed from the eye with forceps and discarded during the same procedure. There was no harm to the patient. No additional information is expected.